Event description:
It was reported that the user experienced a severe high blood glucose event and stated the infusion site got clogged multiple times, with next steps to confirm the infusion set, determine whether the clog represented an occlusion, and adjust therapy settings accordingly. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available, and there was insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.